Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6). 2026, a 27mm navitor vision valve was selected for implant using a flexnav delivery system (ds). Prior the implant, the patient has a medication history of eliquis. The patient has a past medical history of atrial fibrillation and severe aortic stenosis. During the procedure, the valve was recaptured once and able to be implanted successfully. The patient¿s activated clotting time (act) was greater than 350 seconds. The patient was discharged. On a 60-day follow-up, the gradient was noted to be elevated to approximately 28mmhg. The patient was switched to warfarin. Two weeks later, the patient was switched to eliquis due to elevated international normalized ratio (inr). On a 90-day follow-up, echocardiogram (echo) revealed mean gradient of 40mmhg, and hyperattenuated leaflet thickening (halt) was suspected. The patient was continued again with warfarin and will be continued for 3 to 6 months.